Event description:
Customer states the bags are leaking and the pt is breaking out around the pubic area.

Event description:
Customer states the bags are leaking and the pt is breaking out around the pubic area.